Event description:
The pt was admitted to the hospital because of weakness and fatigue. While on the floor (telemetry), the pt coded due to pacer non-capture. The pt was quickly resuscitated and moved to ICU. The pacer contiued to function well until the early morning, when it was noted that rhythm showed only spikes of the pacer. Cause of death was pacer failure due to an extremely high potassium level due to renal failure. It was not felt that the pacer malfunctioned. The pt had a history of renal failure, congestive heart failure, and extensive mi.